Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, three videos were provided for review. The first and second video shows partial view of a clinician holding implanted port with attached catheter. The port has been accessed using a safety infusion set. There appears to be fluid leaking on the catheter near the insertion site on the patient¿s body. The third video shows segment of catheter and the clinician infusing fluid into the catheter segment using a syringe connected by flushing hub. During infusion, fluid leakage was observed at the fractured portion of the catheter. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient diagnosed with postoperative breast cancer underwent port placement surgery via the right internal jugular vein with the powerport m.r.I. Isp implanted in the right chest wall. During testing with saline infusion on the same day, catheter leakage was observed. Upon device removal, additional leakage was noted on the catheter wall during iodine solution infusion. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient diagnosed with postoperative breast cancer underwent port placement surgery via the right internal jugular vein with the powerport m.r.I. Isp implanted in the right chest wall. During testing with saline infusion on the same day, catheter leakage was observed. Upon device removal, additional leakage was noted on the catheter wall during iodine solution infusion. There was no reported patient injury.